Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lumps is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of skin irritation: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volift¿ with lidocaine in the lips. A month later, the patient developed ¿significant lumps in and around the lips. The patient was fine for the first few weeks but " started developing lumps while down south¿ which are ¿now visible.¿ patient was treated with hyaluronidase ¿into nodules¿ about 2 months after symptom onset. Symptoms are ongoing.

Event description:
Additional information: patient returned to the clinic for a review and there were no nodules. Symptoms have resolved.